Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned. The assignable cause for increased intra-peritoneal volume (iipv) was undetermined. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (rtb-CAPA-(B)(4)).

Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). Per the initial report, the home patient (hp) felt distended. The registered nurse (rn) indicated the hp only drained 34ml and the last fill volume was 2000ml. The rn stated the machine switched to fill prematurely. The technical service representative (tsr) had the rn complete a manual drain and drained 3472ml. The tsr reviewed the programming and the initial drain alarm (ida) was set to 50ml. The tsr explained to the rn that due to the low ida setting and possible kink in the line allowed the machine to fill. The rn would correct the programming and restart therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.